Event description:
The manufacturer received information alleging a ventilator alarmed and shut down during use. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer recieved information alleging a ventilator alarmed and shut down during use. The device was returned to the manufacturer for evaluation and the event log reviewed. The devcie was not plugged into ac power and the batteries depleted and alarmed to alert the caregiver. The batteries were recharged and were found to operate as designed. During the evaluation of the device a "ventilator inoperative" alarm condition was observed. The device's flow sensor assembly was replaced to address the issue.